Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. On initial start-up of device, system check was "ok" but failed auto fill with patient simulator and test balloon. The unit alarmed system failure. In system diagnostics, the unit failed the pneumatic performance test and the safety disk leak test step 3. To fix the issue, the fse replaced the solenoid driver board and drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed maintenance required code #3 and the pressure numbers disappeared from the screen. The unit was swapped with another cs300 to continue therapy. No patient harm, serious injury or adverse event was reported.